Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there pulse "was in the 80's last night. Now it's in the 60's. The patient suspects their could be something wrong with their implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.